Manufacturer narrative:
No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. If the product is returned, the complaint will be reopened for further investigation this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that a non-disposable pump won't run. Bubbles were observed in the tubing that extends across the top of the cassette. No patient injury was reported.